Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 450 mg/dl. The customer has been taking insulin to correct high blood glucose and she had recently eat lunch as well. The customer was asking help pairing her meter to insulin pump. The troubleshooting was not mentioned for the high blood glucose. The insulin pump will not be returned for analysis.